Manufacturer narrative:
Device was discarded.

Event description:
Reportedly, the sheath inserted by intensivist into left internal jugular. Upon aspiration for blood flash back on insertion, air was freely aspirated. Left lung infiltration queried but ruled out by ultrasound confirmation of placement. (B) (6) placed finger over introflex valve on sheath hub (no obturator in place at this time) and no air aspirated. Introflex not used and insertion in right internal jugular with new sheath used.